Event description:
The customer reported that the system intermittently displayed security key error messages causing a loss of the cinema functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and cine bridge were replaced. The system was then found to be operating as intended.